Event description:
The product sculptra was used inappropriately to fill in a cranial defect after a craniotomy for a meningioma, which it was not approved for by the FDA at the time. The injection technique was also not appropriate in that the product was not mixed adequately and "clogged" the needle during the administration. In addition, it was applied un-uniformly. The end result was an irregular shaped "bump" over the affected area, which then formed hard nodules. As the softer product/collagen has been reabsorbed, I am now left with a disfiguring hard circular mass, approximately 1 inch in all dimensions, which protrudes in a terrible and disfiguring manner. I have read blogs that chronicle similar terribly disfiguring results. I am just now beginning my search for treatment options, which I understand to be few, if any, but I want to be sure that the FDA is aware of yet another sculptra tragedy. Dates of use: 2007. Diagnosis or reason for use: cranial defect after craniotomy. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes. Sculptra injections 2007.